Event description:
A barostim system was implanted on (B)(6) 2023. Since therapy titration on (B)(6) 2023, the patient experienced intermittent, positional extraneous stimulation in their neck. It was noted the extraneous stimulation was not bothersome. It was also noted the patient was hospitalized overnight on (B)(6) 2023 due to dehydration. In the opinion of the physician, the dehydration was contributed to by the barostim system, and the patient's diuretic dose was reduced to prn. Therapy changes were made on (B)(6) 2023 to decrease the pulse width. The patient was instructed to contact the site with any additional extraneous stimulation experienced, and, as of 25-aug-2023, no additional event was reported.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. However, the patient's diuretic dose was decreased. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).